Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the clinical assessment has been added to this report. Corrected information was provided in b1 (is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information was provided in h4 (device manufacture date). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
A 60 year old male presented with a myocardial infarction and a percutaneous coronary intervention was carried out. An impella cp was placed. After placing the device, a large left ventricular thrombus was seen in an echo. The decision was made to remove the impella and transition to veno-arterial extracorporeal membrane oxygenation due to left ventricular thrombus contraindication. There were no noted consequence to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that: following the procedure, an echocardiogram was performed, which revealed a large thrombus within the left ventricle. Based on this finding, the clinical team decided to remove the circulatory support pump and transition the patient to veno-arterial extracorporeal membrane oxygenation for continued circulatory support.